Event description:
It was reported that approximately two weeks post gastrostomy feeding tube placement, the retention disk allegedly cracked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: one tri-funnel replacement gastrostomy tube 24f was received for evaluation. A crack or cut was noted on the external bolster. The crack appears to have formed around and through one of the suture holes. Residue was noted throughout the device. The investigation is confirmed for the alleged cracked bolster. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately two weeks post gastrostomy feeding tube placement, the retention disk allegedly cracked. There was no reported patient injury.